Manufacturer narrative:
The implant was returned and evaluated. It was found to meet specifications. Co's conclusion remains the same for this case: infection, compounded by pt's diabetes (if uncontrolled), is the probable cause of failure.

Event description:
Implant was placed 4/28/97. It failed and was removed 7/23/97. One person affected.